Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was investigated. During functional testing, the device powered on and off by itself. The issue was due to an electrically shorted power button which caused the restart issue.

Event description:
The customer reported the devices are powering off on their own. No patient impact or consequences were reported.